Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the revision was on (B)(6) and the patient was seen on (B)(6) and was doing well and getting relief. The battery was no longer causing pain or issues.

Event description:
Additional information received reported that patient went in last week for a pre-admission appointment, so they were going to be scheduling the patient's revision sometime in the next 30 days. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was feeling a "zap" near the bottom left hand corner of the device. This had been going on since implant and had gradually become worse. The zapping happened when stimulation was on or off. They ran impedances and they were all near 1000 ohms. It was noted that the implantable neurostimulator (ins) had shifted a bit. The zapping happened when the ins was palpated without the charger. The patient was going to have an x-ray later today. The results of the x-ray and cause of the event was unknown. There were no other identified issues or troubleshooting to be performed. The patient had been, and was still experiencing good therapy and pain relief from the therapy. They just wanted the zapping to stop so they could charge without issue. The patient did not want the device explanted, just the issue resolved so that they could continue to receive optimal therapy. The doctor was going to determine the plan of action and there was the possibility of changing the pocket location was discussed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, (B)(4).